Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date during the patient's one month post-surgical follow up exam, it appeared that the proximal portion of the stent graft was infolded. It was stated that the proximal seal zone was not compromised, and the physician does not plan to intervene at this time. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Exact date of event is unknown. (B)(4). Evaluation codes, results/conclusion: inherent risk of procedure (stent graft infold). Other (cause of event is unknown).